Event description:
It was reported to boston scientific corporation that a resolution clip was being used to treat a digestive hemorrhage on (B)(6) 2012. According to the complainant, during the procedure, the physician placed five clips at the hemorrhage site with no reported issues. However, while attempting to place a sixth clip, after deployment, the clip failed to release from the delivery catheter. Reportedly, this event resulted in a "massive hemorrhage" which required surgical intervention to resolve. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip was being used to treat a digestive hemorrhage on (B)(6), 2012. According to the complainant, during the procedure, the physician placed five clips at the hemorrhage site with no reported issues. However, while attempting to place a sixth clip, after deployment, the clip failed to release from the delivery catheter. Reportedly, this event resulted in a "massive hemorrhage" which required surgical intervention to resolve. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was deployed and was not returned. It was also noticed that there was a kink in the control wire. Additionally, the sheath grip was detached from the over sheath and was accordianed near the proximal end. Also, approximately two feet of the over sheath was cut off and not returned. The complaint of clip failure to release from catheter was not able to be confirmed since the clip assembly was deployed and not returned. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evident by the kink in the control wire and the sheath grip being detached. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.